Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac artery. An 8.0x20x75cm express ld stent was advanced for treatment. However, during deployment, the balloon ruptured. The stent was successfully implanted and the procedure was completed with post-dilation of a different balloon. No patient complications were reported and patient status was fine.